Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges the patient suffers from toxic cobalt-chromium metal debris to be released into the tissue; pain, limited mobility and discomfort. Update rec'd 8/11/2014- pfs and medical records received. Part/lot was provided. After review of the medical records they reviewed the patient actually had an infection and all implants were removed and spacers were placed on (B)(6) 2013. Reimplantation occurred on (B)(6) 2013. The revision operative note indicated infection, metallosis, and a pseudotumor. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 8/28/2014. Update 11/17/2016- pfs and medical records received. After review of the medical records for MDR reportability, the stem is now being reported for impingement with the liner. It is believed the impingement between the liner and stem is what caused the reported metallosis during the revision. The revision operative note indicated aseptic loosening, but it doesn't indicate which implant was loose. The cup was noted to be well fixed. There was no mention of metal debris. Litigation still hasn't alleged infection. The complaint was updated on:12/6/2016.

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
Ppf alleges loosening of cup and stem. Doi: (B)(6) 2007; dor: (B)(6) 2013 (right hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.